Event description:
During the rfa procedure, the temperature of the electrode shaft was very high. The doctor used sterile gauze to hold device. The procedure was completed successfully. There was no reported harm to pt or user.

Manufacturer narrative:
No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. A review of quality inspection and manufacturing documents could not be done as the lot number for this incident was not reported. The complaint was not confirmed and the cause could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).